Manufacturer narrative:
The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
Date of the event is unk. It was reported to boston scientific that the speedband superview super 7 ligator did not fire properly. The first two bands fell off the varix, but the third band deployed as intended completing the procedure. The two bands were left in the pt to pass via peristalsis.